Manufacturer narrative:
A field service engineer (fse) conducted a site visit and confirmed the reported error by review of the error log. The fse inspected all probe alignment and lubricated the the rods for the sample probe within the sampling nozzle assembly, resolving the reported error. The fse validated the analyzer by running a daily check and quality control (qc) with results within acceptable range and no error recurring. No further action required by field service. The aia-900 analyzer is operating as expected. The aia-900 analyzer operators manual under section 12: flags and error messages states the following: [4124] sample-z bump cause: the specimen cap rear-end collision sensor s054 was activated while the specimen dispensing arm z was moving toward the home position. A ss flag will be attached to the measurement result. Action: if the cap is on the specimen, remove it and perform measurement once again. If it is not, contact tosoh local representatives. Check s054 and pm051 for a possible malfunction. The most probable cause was due to a lubrication issue with the sample probe rods, maintenance.

Event description:
A customer reported error 4124 sample z bump on the aia-900 analyzer. The customer stated they performed an all set home, reset reagent tray, and restarted analyzer. The customer also checked the tubes in the racks to ensure they were seated correctly. Technical support specialist (tss) instructed the customer to check the waste bin, waste chute, then check the reagent tip trays for obstructions, none were found. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.